Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay-user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio iq meter was reading inaccurately erratic. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter inaccuracy began on (B)(6) 2015 at 9:00pm. The patient reported obtaining blood glucose readings of "250, 103 and 117 mg/dl" with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for precision. The patient manages her diabetes with self-adjusted insulin (lantus 120 units; "perad" 38 units at breakfast, 14 units at lunch and 40 units at dinner) and victoza (1.8 mg) and claimed she continued to follow her usual diabetes management regimen in response to the alleged inaccurate readings. The patient reported that she became "lightheaded and was shaking, sweating and developed poor vision"hours after the alleged inaccuracy issue started but denied receiving medical treatment. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr noted that the same approved sample site was used for testing and that the correct testing process was being followed. The csr noted that the patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after obtaining the alleged inaccurate results with the subject meter.

Manufacturer narrative:
Follow-up # 1. The lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. The retain test strips passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.